Manufacturer narrative:
The associated journey ii bcs femoral oxinium, journey ii bcs articular insert, journey tibial baseplate and genesis ii oval resurfacing patella were not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. Thus, the review of manufacturing records was conducted which did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A clinical evaluation noted that additional information was obtained which included limited information from the primary implantation. No x-rays were submitted. Root cause of the arthrofibrosis could be contributed to concomitant medical problems and history such as the noted arthroscopic partial medial meniscectomy + debridement cartilage right knee 1998, valgization osteotomy knee right 1998, screws tibia and resection synovial cyst right knee (B)(6) 2015, puncture right knee 4/15 and the report that no physical rehabilitation was noted. Patient impact beyond the reported arthrofibrosis and mua procedure with a hospital stay is unknown. No further medical assessment is warranted based on the information provided. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Event description:
Arthrofibrosis right knee. Manipulation under anesthesia was performed for which subject was hospitalised.